Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains') in a 28-year-old female patient who had essure (batch no. 753646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hydronephrosis and fibrocystic disease of breast. Previously administered products included for an unreported indication: bactrim, prenatal vitamins and ketoconazole cream. Concurrent conditions included ear infection since (B)(6) 2010, congestion nasal, cough, hyperlipidaemia, tinea corporis, seasonal allergic rhinitis, breast tenderness, breast lump and tiredness. Concomitant products included amoxicillin, cefalexin monohydrate (keflex), dextromethorphan hydrobromide;guaifenesin (robitussin dm), fexofenadine hydrochloride (allegra), medroxyprogesterone acetate (depo provera) from (B)(6) 2010 and minerals nos;vitamins nos (prenatal plus). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), fatigue ("fatigue") and the first episode of vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: itching"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/ urinarytract/vaginal) type:yeast infection"), skin discolouration ("rashes or skin conditions type: dark patches"), acne ("rashes or skin conditions type: acne") and migraine ("migraines /headaches"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced genital haemorrhage ("bleeding"), abdominal pain lower ("cramping") and rash ("rashes on her thighs, abdomen and buttocks"). In (B)(6) 2015, the patient experienced dental caries ("dental problems caps on cavities") and periodontal disease ("peridontal disease"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient underwent appendicectomy ("appendectomy"), experienced vaginal infection ("vaginal infection") and the second episode of vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes "). The patient was treated with antibiotics, minerals nos;vitamins nos (prenatal vitamins), steroid antibacterials and surgery ((bilateral salpingectomy)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, appendicectomy, abdominal pain lower, rash, pruritus allergic, hot flush, urinary tract infection, vulvovaginal mycotic infection, skin discolouration, acne, migraine, dental caries, dyspareunia, fatigue, alopecia, periodontal disease, vaginal infection, hormone level abnormal and the last episode of vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, acne, alopecia, appendicectomy, dental caries, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, hot flush, migraine, pelvic pain, periodontal disease, pruritus allergic, rash, skin discolouration, urinary tract infection, vaginal infection, vulvovaginal mycotic infection, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: plantiff continues to treat and suffer from these and other symptoms. If you have not had your essure removed, are you currently planning for essure removal? Yes received treatment for pain: no, allergy, bladder/urinary problems, other injuries/symptoms : yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound kidney - on (B)(6) 2011: borderline right hydronephrosis without acute obstruction or calculi. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: lower abdominal pain, pruritus, fatigue, alopecia. Lot number: 753646 manufacturing date: 2010-06 expiration date: 2013-06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains') in a (B)(6) year-old female patient who had essure (batch no. 753646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hydronephrosis and fibrocystic disease of breast. Previously administered products included for an unreported indication: bactrim, prenatal vitamins and ketoconazole cream. Concurrent conditions included ear infection since (B)(6) 2010, congestion nasal, cough, hyperlipidaemia, tinea corporis, seasonal allergic rhinitis, breast tenderness, breast lump and tiredness. Concomitant products included amoxicillin, cefalexin monohydrate (keflex), dextromethorphan hydrobromide; guaifenesin (robitussin dm), fexofenadine hydrochloride (allegra), medroxyprogesterone acetate (depo provera) from (B)(6) 2010 and minerals nos; vitamins nos (prenatal plus). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes"), fatigue ("fatigue") and the first episode of vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: itching"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal) type: uti"), vulvovaginal mycotic infection ("infection (bladder/ urinarytract/ vaginal) type:yeast infection"), skin discolouration ("rashes or skin conditions type: dark patches"), acne ("rashes or skin conditions type: acne") and migraine ("migraines /headaches"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced genital haemorrhage ("bleeding"), abdominal pain lower ("cramping") and rash ("rashes on her thighs, abdomen and buttocks"). In (B)(6) 2015, the patient experienced dental caries ("dental problems caps on cavities") and periodontal disease ("peridontal disease"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient underwent appendicectomy ("appendectomy"), experienced vaginal infection ("vaginal infection") and the second episode of vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with antibiotics, minerals nos; vitamins nos (prenatal vitamins), steroid antibacterials and surgery ((bilateral salpingectomy)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, appendicectomy, abdominal pain lower, rash, pruritus allergic, hot flush, urinary tract infection, vulvovaginal mycotic infection, skin discolouration, acne, migraine, dental caries, dyspareunia, fatigue, alopecia, periodontal disease, vaginal infection, hormone level abnormal and the last episode of vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, acne, alopecia, appendicectomy, dental caries, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, hot flush, migraine, pelvic pain, periodontal disease, pruritus allergic, rash, skin discolouration, urinary tract infection, vaginal infection, vulvovaginal mycotic infection, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: plaintiff continues to treat and suffer from these and other symptoms. If you have not had your essure removed, are you currently planning for essure removal? Yes. Received treatment for pain: no, allergy, bladder/urinary problems, other injuries/symptoms: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound kidney - on (B)(6) 2011: borderline right hydronephrosis without acute obstruction or calculi. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: lower abdominal pain, pruritus, fatigue, alopecia. Lot number: 753646, manufacturing date: 2010-06, expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-nov-2020: pfs received : case category updated to serious incident. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.